Manufacturer narrative:
Physio-control further evaluated the device but could not duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was opened and an internal inspection was performed, but no discrepancies were observed. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device's battery was depleted. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the battery of their device had rapidly depleted (within 2 months after installation). There was no patient use associated with the reported event.